Event description:
Follow up was made with the patient's treating physician and the patient has not been seen to be evaluated.

Event description:
A group home reported that they had a patient implanted with a vns device and the patient needs their generator replaced because it is not working as well as it used to. It is not known when the patient was last seen by a neurologist. It is not known what the issue is with their generator. The patient is pending an appointment being arranged so that they can have their vns device function checked.